Event description:
A male pt contacted lifecor customer support to report a problem with his battery charger. The pt reports that when a battery pack is placed in the charger, it begins to charge (solid orange light) then the orange blinking light comes on. The green "fully charged" light never comes on. The pt's battery charger was replaced.

Manufacturer narrative:
Evaluation: device evaluation of battery charger has been completed. The reported problem was confirmed. The cause of the charger malfunction was software corruption. The root cause of the software corruption cannot be positively identified. The charger was reprogrammed then subjected to the full range of functional tests. The charger operated according to specifications after reprogramming. No adverse event resulted from the faulty battery charger. The pt received a replacement battery charger.